Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified during lab tests. The problem was localized to n channel metal-oxide-semiconductor field-effect transistor (mosfet) q12 which was found to be leaky.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device fails operational check for pads. There was no reported patient involvement.